Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Torque was applied to the nut part when attaching the nut of the conversion adapter, so the humerus broke the bone trunk fracture. Since it was an operation of the revision, the surgeon prepared a plate and a cable, and performed osteosynthesis with this implant. About 2 hours of operative lengthening.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.